Event description:
On (B)(6) 2009, the patient reported that his infusion sets do not properly adhere to his skin. He stated that he shaves his abdomen at the infusion site and he prepares the area by using IV prep wipes. He has not changed body products and the infusion sets have not been exposed to high humidity or extreme temperatures. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.